Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, low sensing values and a high capture threshold were observed on the right atrial (ra) lead due to a previous myocardial infarction. The physician elected to implant a new lead to resolve the event. The patient was stable with no adverse consequences.